Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured. No other information obtained. As of this time, this lead remains in service. No additional adverse patient effects were reported.